Manufacturer narrative:
The case states that this facility were cold soaking nasal cannula's used for nitrous oxide delivery using rapicide opa 28 high level disinfectant. After medivators investigation into this complaint, it was discovered that none of the nasal cannulas were being rinsed at all. It was reported there were two definite and one may be patients affected by the chemical exposure and had a reaction on their nose and cheeks. Medivators principal technical specialist contacted this facility and discovered the facility's procedure was incorrect. They are now aware of the importance of rinsing the chemistry off the nasal cannulas prior to use on patients. There is limited information regarding the patients affected. To date, there are no reports of prolonged injury or illness or additional medical attention being sought known by the manufacturer, medivators. Medivators will continue to monitor this complaint.

Event description:
Facility not rinsing nasal cannulas used on patients on nitrous. Patient chemical reaction reported. 3 patients complained of brown spots and bumps on their nose and/or cheeks.